Event description:
It was reported that the pt was showing evidence of alcohol related, liver cirrhosis. Twenty-four days after the bowel management device was inserted, the pt developed rectal bleeding. The device was removed and an endoscopy was performed. It was determined an ulceration of the rectal wall had developed. The ulcer was embolized and the bleeding from the ulceration stopped.

Manufacturer narrative:
Investigation is ongoing.